Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 46 mg/dl. Customer¿s current blood glucose level was 33 mg/dl. The customer did not provide any symptoms regarding high blood glucose. The customer was not treated for the low blood glucose. The insulin pump was not returned for analysis.